Manufacturer narrative:
(B)(4). The device was returned to the factory for evaluation. Signs of clinical use and no evidence of blood were observed. The delivery device and the tension spring assembly were returned inside the loading device. There was no blood in or on the delivery tube. The slide lock was engaged and the plunger was not depressed on the delivery device. The seal and tension spring assembly remained inside the loading device. The seal was unwrapped/unfold. Following the instructions provided in the instructions for use(IFU), the seal was tried to load into the delivery tube. The wings on the loading device were squeezed till the number 1 visual cue appeared in the adjacent window. The seal was rolled. Holding the blue wings, the delivery device was advanced into the loading device until the number 2 visual cue appeared completely in the corresponding window. The blue wings were released. The seal was correctly loaded into the delivery device tube and was not flared. The delivery device was pulled out of the loading device. The seal was inspected for any cracks or delamination. There were no non-conformities observed indicating a successful loading of seal. The following measurements of the delivery tube were taken : the inner delivery tube diameter was measured at .198 inches , the outer delivery tube diameter was measured at .220 inches. The length of the delivery tube was measured at 2.48 inches. The values recorded were within the tolerance specifications. Based upon the received condition of the device, the reported complaint for failure to load was not confirmed

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8mm seal did not roll properly. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during a coronary artery bypass procedure, hs iii proximal seal system 3.8mm seal did not roll properly. A replacement device was used to complete the procedure. The hospital did not report any patient effects.